Event description:
It was reported that: the catheter cannot be used since the guide appears bent. The issue was identified prior to use.

Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. A kink was observed on the guide wire body. In addition, folds and creases were also observed on protective tubing and the outside packaging. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. The lidstock clearly states "do not bend". A device history record review was performed, and no relevant findings were identified. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the catheter cannot be used since the guide appears bent. The issue was identified prior to use.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # UDI related data quality updates only.

Event description:
It was reported that: the catheter cannot be used since the guide appears bent. The issue was identified prior to use.